Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Cosmetic damage was found to the bottom of the pump. This damage has no effect on functionality of the device. Functional testing found the device doesn't hold data, which points to a faulty pwa. Complaint was confirmed. Root cause of the damage was not determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Pwa was replaced.

Event description:
The customer reported "damaged lead zone". Patient involvement is unknow.